Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist device. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient recovered on (B)(6) 2020. Additional information was received that the patient was actually explanted due to infection on (B)(6) 2020. No additional information regarding the infection and treatment was provided. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of pump cable inline connector bend relief discoloration. No device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6), and a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were also returned. The sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned detached from the device. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 27nov2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists infection (driveline, localized, and pump pocket or pseudo pocket) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. The driveline or other system components should never be submerged in water or liquid. Section 4 entitled ¿living with the heartmate 3¿ contains a subsection on showering. Both the IFU and patient handbook include a daily safety checklist, which instructs the patient to "inspect the driveline exit site for signs of infection, including redness, tenderness, swelling, discharge, or a foul odor. Use sterile technique to touch or handle the exit site." No further information was provided. The manufacturer is closing the file on this event.